Event description:
Device malfunction: thumb advancer failed to advance completely. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer advancement the arrow alignment could not be completed. No "click" was heard. The device was removed using counter-traction and an assertive pull and hemostasis was achieved using manual compression. After the device was removed from the pt anatomy it was found that the sheath at the tip had "bunched up/accordioned." There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.